Event description:
It was reported the patient's left ventricular lead was explanted and replaced. The lead showed artifact sensing and therefore was explanted. The patient's condition before and after the surgery was fine.

Manufacturer narrative:
(B)(4).